Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer went swimming with insulin pump. Customer reported that the down arrow button not responding. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the buttons were responding now. Customer reported that the down arrow button had not been reacting immediately. The insulin pump will not be returned for analysis.